Event description:
It is reported that there was high impedance for the supra-ventricular coil (svc) lead. The svc coil is turned off. It was also reported that there was an alert regarding the lead even though patient never heard alert tones. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "varying resistance/impedance: max supraventricular coil defib impedance varies between 63 ohms and 254 ohms between the date of (B)(6) 2010 and (B)(6) 2010, where the impedance hovers between 100 and 139 ohms until the end of the record", "high resistance/impedance: out of tolerance (oot) subthreshold lead impedance patient alert recorded on (B)(6) 2010" and "oversensing: one short v-v cycle ventricular fibrillation episode of less than 220 ms is observed on (B)(6) 2010. No non sustained tachycardia episodes are noted."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "varying resistance/impedance: max supraventricular coil defib impedance varies between 63 ohms and 254 ohms between the date of (B)(6) 2010, where the impedance hovers between 100 and 139 ohms until the end of the record", "high resistance/impedance: out of tolerance(oot) subthreshold lead impedance patient alert recorded on (B)(6) 2010" and "oversensing: one short v-v cycle ventricular fibrillation episode of less than 220 ms is observed on (B)(6) 2010. No non sustained tachycardia episodes are noted."

Event description:
It is reported that there was high impedance on the svc (superior vena cava) coil. The svc coil is turned off. It was also reported that there was an alert regarding the lead even though patient never heard alert tones. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It is reported that there was high impedance on the svc (superior vena cava) coil. The svc coil is turned off. It was also reported that there was an alert regarding the lead even though patient never heard alert tones. The lead remains in use. No patient complications have been reported as a result of this event. It was subsequently reported that the lead's impedance was decreasing and low, and there may have been a fracture. The lead was capped and replaced.